Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received. Device is a veterinary product. Device is similar to a device marketed for human use.

Event description:
Veterinary surgery. Customer complained that the head of the 3.5 locking screw (size unknown) broke off in the 3.5 tplo plate. The dog had an infection in the bone and surgeon believes this caused the screw to become loose and fatigue to breakage. The owner is not convinced and would like a manufacturer investigation. No harm has come to the patient. On (B)(4) 2011 - additional information from the sales consultant: dog called (B)(6) (pet owner - (B)(6)) had the tplo surgery on his right pelvic limb/implant on (B)(6) 2010. The implant was removed and cultured on (B)(6) 2011. The culture came back positive for (B)(6) (susceptible to doxycycline, tetracycline and amikacin). This complaint is on the screw. On (B)(6) 2011 explanted devices were received and labeled with '(B)(6)positive' and 'zoonotic risk'. (B)(4), synthes health and safety officer recommended that the product be returned to the user facility for proper decontamination before synthes conducts an evaluation. A letter was drafted to the user facility to notify them that once the products have been properly decontaminated, the products can be returned to synthes for evaluation. Once the evaluation has been completed, the results along with the product will be returned to the facility.